Event description:
On (B)(6) 2013 patient reported experiencing elevated blood glucose readings in the 300's and 400's mg/dl. Patient stated she had symptoms of frequent urination and a swollen face. Patient's target blood glucose range is 80-150 mg/dl. Patient reported she gave herself a bolus and did not require any outside assistance. Patient stated her reading went up after giving a bolus. Patient reported her readings in the 300's mg/dl and after giving a bolus it then went up to 401 mg/dl. Patient stated she had no alerts or error messages on the infusion device. Patient reported she experienced elevated blood glucose levels for a few days. Patient stated she has a leak at the infusion set. Patient reported the leak is around the infusion set cannula. Patient stated she changed the infusion set. On call back on (B)(6) 2013 patient reported changing the infusion set and bolusing lowered her blood glucose level to normal. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
Conclusion: the complaint describing a leaky on the cannula cannot be verified, the head set meets product specifications. Result the used returned cannula was visually inspected and tests for flow and tightness were performed. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.